Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and retainer ring on the insulin pump was broken. Blood glucose level at the time of the incident was 476 mg/dl. The customer also reported that the insulin pump had cosmetic damage. The customer reported that the reservoir was able to lock in place when inserted into insulin pump. It was unknown that if the insulin pump was in auto mode at the time of the incident. The device will not be returned for analysis.